Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -8.50 diopter tore, broke during loading. There was no patient contact. On (B)(6) 2023. A replacement lens was implanted and the problem resolved.

Manufacturer narrative:
H6: type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).